Event description:
The customer reported that the keypad wasn't functioning properly. The unit was booting up in service mode (configuration mode) all of the time.

Manufacturer narrative:
The factor has not yet received the device for evaluation and this complaint is still under investigation.